Event description:
It was reported that the programmer displayed a black screen when attempting to interrogate the pacemaker. The programmer was returned for service. It was further reported that the programmer radiofrequency head subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that programmer displayed a black screen when attempting to interrogate the pacemaker. It was also determined at analysis that the programmer's radiofrequency(rf) head cable short circuited, the shielding was damaged, and the inner cores were visible. The rf head was still working but will be replaced. It was also determined at analysis that the rf head anti-slip layer was ripped off. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.